Manufacturer narrative:
According to the recipient report the device was explanted for medical reasons, namely a recurrent infection at the implant site which led to extrusion of the device. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, no information available points to the implant being the source of infection. In addition device investigation showed damage to the active electrode caused by device minute mobility. This is a final report.

Event description:
User developed an infection in (B)(6) 2023 which led to the explantation of the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After one year of regular use, the user began experiencing headaches. Infections occurred, and the electrode cable became visible from the incision site, leading to a revision surgery on (B)(6) 2023. The user received antibiotic treatments during the infection period. Two months ago ((B)(6) 2023) another infection developed, prompting the removal of the implant based on the user's complaints and lack of processor use. The device was explanted.